Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the pace/sense and shock channels. The noise on the pace/sense channel was oversensed; however, did not result in pacing inhibition for this non pacemaker dependent patient. Technical services (ts) discussed the noise appeared to be due to electromagnetic interference (emi). Additionally, there was a pacemaker mediated tachycardia (pmt) episode which appeared to be sinus tachycardia related and not a true pmt. The lead trends also showed changes in impedances; however there were no out of range measurements at that time. Additional information was received which reported that the patient was being checked in the clinic and the rv noise continued. The noise was not being oversensed during testing. There was one beat of questionable loss of rv capture, and the right atrial (ra) lead impedance measurements were greater than 2000 ohms. It was thought that there could be lead on lead damage. The health care professional (hcp) would discuss this further with the physician. Tachycardia therapy was subsequently programmed off and the patient was wearing an external defibrillator vest and would have a follow up visit with their physician in the future. No adverse patient effects were reported. The device and leads remain in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the pace/sense and shock channels. The noise on the pace/sense channel was oversensed; however, did not result in pacing inhibition for this non pacemaker dependent patient. Technical services (ts) discussed the noise appeared to be due to electromagnetic interference (emi). Additionally, there was a pacemaker mediated tachycardia (pmt) episode which appeared to be sinus tachycardia related and not a true pmt. The lead trends also showed changes in impedances; however there were no out of range measurements at that time. Additional information was received which reported that the patient was being checked in the clinic and the rv noise continued. The noise was not being oversensed during testing. There was one beat of questionable loss of rv capture, and the right atrial (ra) lead impedance measurements were greater than 2000 ohms. It was thought that there could be lead on lead damage. The health care professional (hcp) would discuss this further with the physician. Tachycardia therapy was subsequently programmed off and the patient was wearing an external defibrillator vest and would have a follow up visit with their physician in the future. No adverse patient effects were reported. The device and leads remain in service. Additional information was received which reported that the device was later explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. There were no allegations against the device at the time of explant. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise on the pace/sense and shock channels. The noise on the pace/sense channel was oversensed; however, did not result in pacing inhibition for this non pacemaker dependent patient. Technical services (ts) discussed the noise appeared to be due to electromagnetic interference (emi). Additionally, there was a pacemaker mediated tachycardia (pmt) episode which appeared to be sinus tachycardia related and not a true pmt. The lead trends also showed changes in impedances; however there were no out of range measurements at that time. Additional information was received which reported that the patient was being checked in the clinic and the rv noise continued. The noise was not being oversensed during testing. There was one beat of questionable loss of rv capture, and the right atrial (ra) lead impedance measurements were greater than 2000 ohms. It was thought that there could be lead on lead damage. The health care professional (hcp) would discuss this further with the physician. Tachycardia therapy was subsequently programmed off and the patient was wearing an external defibrillator vest and would have a follow up visit with their physician in the future. No adverse patient effects were reported. The device and leads remain in service. Additional information was received which reported that the device was later explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. There were no allegations against the device at the time of explant. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.